Manufacturer narrative:
H3 other text: the device remains implanted in the patient.

Event description:
It was reported that almost two years post procedure the patient had a single small hemosiderin accumulation appears on the left side in swi sequence mra (magnetic resonance angiography) done on (B)(6) 2023. According to site this adverse event had a possible relationship with the procedure, to the disease under study, and to the subject stent, unlikely relationship to other stryker devices, dapt (dual anti-platelet therapy) and unlikely relationship to an underlying condition or disease. The adverse event was resolved on the same day without any treatment. There were no clinical symptoms. No additional information available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Section d catalog#, lot#, product long description, and gtin# - corrected. F10 / h6 clinical signs code grid - health effect - clinical code - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the duration of the procedure was 85 min and adverse event occurred 2 years post-procedure. There was no medical intervention. The current condition of the patient was reported as no clinical symptoms per event description. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event 'patient stroke¿ and ¿patient intracranial hemorrhage¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that almost two years post procedure the patient had a single small hemosiderin accumulation appears on the left side in swi sequence mra (magnetic resonance angiography) done on (B)(6) 2023. According to site this adverse event had a possible relationship with the procedure, to the disease under study, and to the subject stent, unlikely relationship to other stryker devices, dapt (dual anti-platelet therapy) and unlikely relationship to an underlying condition or disease. The adverse event was resolved on the same day without any treatment. There were no clinical symptoms. No additional information available.

Event description:
It was reported that almost two years post procedure the patient had a single small hemosiderin accumulation appears on the left side in swi sequence mra (magnetic resonance angiography) done on (B)(6) 2023. According to site this adverse event had a possible relationship with the procedure, to the disease under study, and to the subject stent, unlikely relationship to other stryker devices, dapt (dual anti-platelet therapy) and unlikely relationship to an underlying condition or disease. The adverse event was resolved on the same day without any treatment. There were no clinical symptoms. No additional information available. Update: additional information received on 31-jan-2024 stated that there was no stroke, not an adverse event based on cec (clinical events committee) adjudication. Based on cec (clinical events committee) adjudication the adverse event had a possible relationship to procedure and subject device. No additional information is available.

Manufacturer narrative:
B5 executive summary - updated. F10 / h6 clinical signs code grid - health effect - clinical code - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the duration of the procedure was 85 min and adverse event occurred 2 years post-procedure. There was no medical intervention. The current condition of the patient was reported as no clinical symptoms per event description. Additional information received on 31-jan-2024 stated that ¿the ae was not a stroke based on cec (clinical events committee) adjudication.¿ based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event ¿patient intracranial hemorrhage¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.